Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a crack reservoir and a piece of the reservoir broke off. Customer's blood glucose level at the time 83 mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked, and missing end cap sticker.